Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The manufacturing process of the device did not contribute to the reported event. A visual inspection of the returned cutting block confirms the device broke into several pieces. All pieces of the device was returned for evaluation. The device exhibits signs of significant wear and usage. The clinical/medical evaluation concluded that based on the information provided, although the device broke during use, there were no retained foreign bodies (surgeon ¿retrieved all pieces¿), no patient injury, and no significant delay resulted (30 seconds). The product evaluation did note all pieces returned and there was signs of significant wear and usage. The clinical root cause of the reported event could not be definitively concluded. No further patient impact would be anticipated as all pieces were reportedly retrieved without patient injury within a 30 second surgical extension. No further medical assessment is warranted at this time. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.

Manufacturer narrative:
Internal reference number: case (B)(4).

Event description:
It was reported that, during a tka surgery, while dr. (B)(6) was sawing through the cutting slots of a journey dcf ap fem cut blk 6 the black knob backed out of the block. Nevertheless, he removed the block and retrieved all the pieces after finishing his cuts. Surgery was resumed. It is unknown how the procedure was finished and if there was any delay. However, patient was not injured as consequence of this problem.